Event description:
It was reported the programmer does not work. It is not possible to update the software. The programmer was returned for repair. There was no patient involvement. The programmer and programmer rf (radio-frequency) head, which was returned with the programmer, both tested out of specification at the manufacturer.

Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the report of the programmer not updating software. A software update was successfully performed. The programmer failed functional testing, and a printed circuit board (pcb) was found to be out of specification. Both case handles were also found to be broken, the power cord bay door had two broken latches, and there was one missing hinge plate screw. (B)(4) the programmer radio-frequency (rf) head had no telemetry and failed testing. The cable was found to be out of specification.